Event description:
IV started on left hand with 24g 3/4" protective plus IV infusing at 60ml/hr. Rn called to check IV by pt's family member. Fingers discolored, blue-purple, left arm and hand swollen with 3 small blisters on wrist. IV discontinued, pulse checked by dopler, hand hot packed and on blanket. When IV was started, it appeared to be in the vein, nurse had a blood return and IV was taped. No alarm sounded on pump, no pressure changes noted on pump. No additional medical intervention was reported.